Event description:
This pt underwent bilateral revision of a breast reconstruction with removal of silicone breast implants and bilateral capsulectomies due to recent changes in the breast reconstructions suggestive of implant ruptures. The right implant was noted to have total disintegration of the capsule with extruded gel silicone. Both implants were extracted.